Event description:
(B)(4). It was reported that during a coronary artery drug-eluting stenting treatment procedure, a dissection occurred. The patient was randomized into the study in (B)(6) 2008. The target lesion was located in the proximal-mid left anterior descending artery (lad) with 95% stenosis, a lesion length of 15.0mm and a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilatation, placement of a 3.5 x 24mm study stent and post-dilatation with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2008, 280 days post index procedure, the patient presented with exertional chest pressure radiating into the throat and jaw, associated with dyspnea. Of note, the patient was status post stenting with placement to the mid obtuse marginal (om) and mid right coronary artery (rca) in (B)(6) 2008. Coronary angiography in (B)(6) 2008 revealed: left main coronary artery (lmca): no disease lad (target vessel): 20% - 30% in-stent restenosis of study stent with mild luminal irregularities in proximal portion of stent. Left circumflex (lcx): 70% - 75% ostial stenosis 1st om, patent stent mid om, rca: patent stents, jailing of ac marginal. The core lab report notes: 41.17% stenosis of the mid lad. The proximal lcx at its bifurcation with the 1st om was treated with a 2.75 x 24mm taxus express2 drug-eluting stent which extended into the 1st om, with 0% residual stenosis. Compromise of the lcx distal to the 1st om (due to jailing), was treated with balloon inflations. Proximal edge dissection of the 2.75mm taxus stent was treated with a 3.0 x 12mm taxus stent to the proximal lcx, overlapping the previously-placed stent prior to the bifurcation. The lad was treated with cutting balloon angioplasty with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.